Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump. Additional text: pump malfunction. Specific component(s) involved: pump drive unit malfunction. Additional text: pump malfunction. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump. Implant device type: both (in the same or visit). Malfunction device type: lvad.